Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he performed blood glucose testing with the contour next ez meter and obtained readings of 138 mg/dl at 10:03 a.m. And 142 mg/dl at 10:06 a.m. The meter automatically marked them as control tests, and so the readings will be displayed as control results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. The contour next test strips associated with the event expired in oct-2022 respectively, therefore, an in-house testing could not be performed. The device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.